Event description:
The company was informed that the patient refuses to wear the external equipment due to pain. Testing revealed that the device is functioning; however, there is no communication between the device and the external equipment. External equipment was exchanged and programming adjustments were made; however, this did not resolve the issue. Surgery to explant the patient's device has been scheduled.